Event description:
It was reported via a voluntary medwatch (B)(4) that shaft break occurred. A 4.00 x 24 synergy drug-eluting stent was advanced for treatment. The synergy drug-eluting stent failed to cross the lesion. It was noted that the device was shredded in guide extension catheter. Both devices were removed and a new 6f guidezilla ii guide extension catheter and a new 4.5mm synergy stent was used. A 4.5x32mm synergy drug-eluting stent were selected for use. While inserting the stent over the guidewire into the guide catheter, it bent. The physician tried to straighten it and the catheter snapped in half. No patient complications were reported. It was further reported that the patient status was stable and was discharged home on the following day.

Event description:
It was reported via a voluntary medwatch (B)(4) that shaft break occurred. A 4.00 x 24 synergy drug-eluting stent was advanced for treatment. The synergy drug-eluting stent failed to cross the lesion. It was noted that the device was shredded in guide extension catheter. Both devices were removed and a new 6f guidezilla ii guide extension catheter and a new 4.5mm synergy stent was used. A 4.5x32mm synergy drug-eluting stent was selected for use. While inserting the stent over the guidewire into the guide catheter, it bent. The physician tried to straighten it and the catheter snapped in half. No patient complications were reported.